Manufacturer narrative:
The insulin pump passed the displacement test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report cosmetic damage to the insulin pump. Customer's blood glucose reading is 252 mg/dl. Customer states the drive support cap is protruding. Customer received the prime alarm. Customer stated that he experienced a low blood glucose of 41 mg/dl. Ems was called to home. Ems treated customer with glucose tablets. Fire department also treated with insulin drip. Nothing further reported.